Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. This device has two 510k # k980987(syringe); k161170 (needle).

Event description:
It was reported that the 22 g x 1 1/2 in. Bd eclipse¿ 3 ml bd luer-lok¿ syringe with detachable needle leaked. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that the 22 g x 1 1/2 in. Bd eclipse¿ 3 ml bd luer-lok¿ syringe with detachable needle leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no sample or photo was returned for investigation. Unable to perform DHR as a lot number was unavailable. Investigation conclusion: unable to determine a root cause.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
"It was reported that the 22 g x 1 1/2 in. Bd eclipse¿ 3 ml bd luer-lok¿ syringe with detachable needle leaked. There was no report of exposure, injury or medical intervention."